Manufacturer narrative:
There was no report of a device malfunction or a product problem. This report is not being submitted for a product problem but rather to report the pt's demise during the procedure. There was no allegation of device malfunction or product problem. A review of the lot history records was performed for the packaging and component lots obtained through a ship history report for any deviation. The review confirms that the lots met all material, assembly and performance specs. The disposable angiodynamics device used during the procedure was disposed of by the user post procedure and is not available to be returned. Attempts are being made by the firm to obtain further info regarding the event including but no limited to the cause of death. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the user on (B)(6) 2013, a pt of unk age presented for a rf lung lesion ablation procedure on (B)(6) 2012. The pt appeared healthy at the time of the ablation. Approx midway into the treatment the pt aspirated a "lot of blood" and the clinician aborted the case. The pt started to decompensate and the code team was called. It was reported that the pt expired on (B)(6) 2012. Angiodynamics was notified of the death on (B)(6) 2013. There was no allegation of malfunction with the starburst xlie semi-flex device or the 1500x generator used during the procedure. The disposable probe used during the case was discarded post procedure and will not be returned to angiodynamics for eval.